Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get device registration and MRI information. The caller indicated that the patient had a device implanted but claimed that the device was not working, the battery was removed, and the wires were left implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about MRI and that patient information was not found in registration. The caller did not know what type of device the patient had implanted and was trying to determine what manufacturer it was.